Event description:
Event description guidant received information that during the attempted implant of this transvenous defibrillation lead, the right ventricle was perforated resulting in severe pericardial effusion. The patient was in the operating room having the the pericardium drained during which the patient expired.